Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to noise on the right ventricular (rv) defibrillation lead. The physician requested to schedule lead revision and asked about possible lead integrity issues. Shock egm review showed possible artifact with appropriate ventricular pacing. Rv noise was amplified and oversensed with approximately 3.5 seconds of pacing inhibition. During the pause, egm noise appeared to contain myopotential or electromagnetic interference (emi) noise. Following the return to biventricular (biv) pacing, the rv pace/sense egm was clean with intermittent noise continued on the shock egm. Lead measurements were all stable, with no known procedures during that time. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended further evaluation in-clinic. This crt-d remains in service. No additional adverse patient effects or interventions were reported at this time.